Event description:
Our sales rep, (B)(4), attended an accolade/trident/tritanium case with dr (B)(6). During the surgery, he observed that the trident acetabular insert trial does not engage into the prosthesis. Dr (B)(6) therefore had to implant the definite liner. No complications were reported.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not return to the MFR. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.